Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported as the central control monitor of the heart lung console began to power up, a "system computer needs service, error logging in progress" error message would display. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully. Since the event took place prior to onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.